Event description:
Adverse event(s): "hyperopic post op result" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]. A surgeon reported a patient with a hyperopic outcome following intraocular lens (iol) implant surgery. The surgeon believes the event is due to biometry issue. Additional information has been requested. There are two medical device reports associated with this event; this report is for the replacement lens. The MDR for the initial lens was previously submitted under MFR report #1119421-2010-00051.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B) (4). (B) (4). (B) (4).